Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
The customer reported a leak that made it to the floor and outside the footprint of the alinity m instrument. The field service engineer (fse) went on site and verified the liquid waste bottle sensor performance and double checked any tubing for leaks, the transfer pump connections and transfer pump performance. There were no further leaks identified. There was no actual exposure and/ or injury reported. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m system, list 8n53-02, which is also us FDA approved.

Manufacturer narrative:
Investigation into this complaint included an existing data review and a complaint history review. The investigation is as follows: service history review a service history review did not find any prior service tickets related to leaks from the system solutions drawer on alinity m system (ln 08n53-02), sn (B)(6). Nonconformance (nc) / corrective and preventive action (CAPA) search a search of nc/CAPA records was performed for instances related to leaks from the system solutions drawer on an alinity m system, ln 08n53-02, as documented in this complaint ticket. The query identified 2 quality records related to leaks from the system solutions drawer on an alinity m system that spread beneath or beyond the instrument's footprint, which is a fall/slip hazard and reportable event. The issue under review in this complaint investigation resulted in a leak that spread beyond the instrument's footprint and is therefore related. A complaint history search was performed and found the leakage source for the complaint under investigation was not identified/could not be determined. As a result, the leakage source for the complaint ticket under investigation may or may not be the same as the leakage source found in the complaint tickets identified in the complaint history search. Therefore, a conclusion that the identified tickets are related to the complaint under investigation cannot be established. Based on the results of the investigation, a product deficiency was not identified for the alinity m system, ln 08n53-02.